Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), device dislocation ('migration of essure device') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in a 31-year-old female patient who had essure (batch no. C51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion, parity 3 (B)(6)2008, (B)(6)2012, (B)(6)2016) and multigravida. She denies any surgeries other than the termination of pregnancy and essure procedure. Concurrent conditions included retroverted uterus. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6)2016 to (B)(6)2017 and paracetamol (acetaminophen) since (B)(6)2016. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety"). In (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)/(bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2016 (previously reported) and (B)(6)2016. Plaintiff received treatment for bladder problems, urinary problems, vaginal infection, vaginal discharge. One another pregnancy(2019-188227 ) linked with this case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: essure device was successfully occluded/hysterosalpingogram confirms good position of the essure devices bilaterally with complete occlusion of both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), device dislocation ('migration of essure device') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in a 31-year-old female patient who had essure (batch no. C51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion, parity 3 ((B)(6) 2008, (B)(6) 2012, (B)(6) 2016) and multigravida. She denies any surgeries other than the termination of pregnancy and essure procedure. Concurrent conditions included retroverted uterus. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2016 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)/(bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2016 (previously reported) and (B)(6) 2016. Plaintiff received treatment for bladder problems, urinary problems, vaginal infection, vaginal discharge. One another pregnancy(2019-188227 ) linked with this case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded/hysterosalpingogram confirms good position of the essure devices bilaterally with complete occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received:product lot number added. Reporters added. Event vaginal bleeding,menorrhagia,device dislocation,depression,anxiety, were added. Pregnancy outcome changed live birth to elective abortion. Concomitant medication,medical history,concurrent condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2016 (previously reported) and (B)(6) 2016. Plaintiff received treatment for bladder problems, urinary problems, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events pregnancy: birth no complication, abdominal pain, psych injury, device ineffective, bladder problems, urinary problems, vaginal infection and vaginal discharge were added. Essure implant and explant date were updated. Outcome for pelvic pain, abdominal pain, bladder problems, urinary problems, vaginal infection and vaginal discharge were recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.